Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('malposition of essure device/migration of essure device location of device coil located in uterus') in an adult female patient who had essure (batch no. 721046) inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast cancer, fibromyalgia, antiphospholipid syndrome and paratubal cyst. Concomitant products included ibuprofen. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia ("menorrhagia") and vaginal haemorrhage ("vaginal bleeding"). In 2011, the patient experienced genital haemorrhage ("abnormal bleeding"). In (B)(6) 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and pelvic pain ("stabbing pains down on right side"). In 2012, the patient experienced abdominal pain ("abdominal pain"), arthralgia ("hip pain") and pain in extremity ("foot pain / leg pain"). In (B)(6) 2013, the patient experienced alopecia ("hair loss") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced urinary tract infection ("recurrent uti"). In 2014, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced antiphospholipid syndrome ("antiphospholipid syndrome/hughes syndrome"), inflammation ("inflammation throughout my body"), weight loss poor ("weight gain that no matter what she did she could not lose it"), dyspareunia ("sex was painful"), menstruation irregular ("irregular periods") with polymenorrhoea, renal disorder ("issues with kidney/kidney area"), biliary colic ("pain in gallbladder"), autoimmune disorder ("autoimmune disorder"), rash ("rashes or skin conditions"), blood disorder ("blood disorder heart disorder/condition"), cardiac disorder ("blood disorder heart disorder/condition"), nervous system disorder ("neurological conditions or problems"), visual impairment ("vision/eye problems"), eye disorder ("vision/eye problems") and back pain ("back pain") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with acetylsalicylic acid (aspirin), acetylsalicylic acid;caffeine;salicylamide (excedrin), escitalopram oxalate (lexapro), ibuprofen, ibuprofen (motrin) and surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2020. At the time of the report, the device expulsion, antiphospholipid syndrome, alopecia, inflammation, weight increased, weight loss poor, dyspareunia, menstruation irregular, renal disorder, biliary colic, autoimmune disorder, bladder disorder, urinary tract disorder, blood disorder, cardiac disorder, nervous system disorder, visual impairment, eye disorder, fatigue, back pain, hormone level abnormal and urinary tract infection outcome was unknown and the pelvic pain, genital haemorrhage, abdominal pain, arthralgia, pain in extremity, menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, alopecia, antiphospholipid syndrome, arthralgia, autoimmune disorder, back pain, biliary colic, bladder disorder, blood disorder, cardiac disorder, device expulsion, dyspareunia, eye disorder, fatigue, genital haemorrhage, hormone level abnormal, inflammation, menorrhagia, menstruation irregular, nervous system disorder, pain in extremity, pelvic pain, rash, renal disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, visual impairment, weight increased and weight loss poor to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: unilateral occlusion (right tube occluded) other (please describe) one side was occluded and the other wasn't but cant remember which the results of the 1st confirmation test showed that one fallopian tube was patent. The results of my 2nd confirmation test done 6 omotns after the procedure showed total occlusion.; in (B)(6) 2011: total bilateral occlusion. Hormones were tested and they claim they are fine concerning the injuries reported in this case, the following one/ones were reported via social media: issues with kidney and pain in gallbladder. Lot number: 721046 manufacture date: 2010-03 expiration date: 2013-03 quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. (Product technical complaint) we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('imbedded essure coil/displaced iud') and device expulsion ('malposition of essure device/migration of essure device location of device coil located in uterus') in an adult female patient who had essure (batch no. 721046) inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast cancer, fibromyalgia, antiphospholipid syndrome, paratubal cyst and follicular cyst of ovary. Hormones were tested and they claim they are fine. Concomitant products included anastrozole since (B)(6) 2020, gabapentin since (B)(6) 2020 and ibuprofen. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia ("menorrhagia") and vaginal haemorrhage ("vaginal bleeding"). In 2011, the patient experienced genital haemorrhage ("abnormal bleeding"). In (B)(6) 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and pelvic pain ("stabbing pains down on right side"). In 2012, the patient experienced abdominal pain ("abdominal pain/pain in right side"), arthralgia ("hip pain") and pain in extremity ("foot pain / leg pain\terrible heel pain"). In (B)(6) 2013, the patient experienced alopecia ("hair loss") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced urinary tract infection ("recurrent uti"). In 2014, the patient experienced pollakiuria ("bladder or urinary problems or changes:frequent urination after intercourse") and dysuria ("bladder or urinary problems or changes: painful urination"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), antiphospholipid syndrome ("antiphospholipid syndrome/hughes syndrome"), inflammation ("inflammation throughout my body"), weight loss poor ("weight gain that no matter what she did she could not lose it"), dyspareunia ("sex was painful"), menstruation irregular ("irregular periods") with polymenorrhoea, renal disorder ("issues with kidney/kidney area"), biliary colic ("pain in gallbladder"), autoimmune disorder ("autoimmune disorder"), rash ("rashes or skin conditions"), blood disorder ("blood disorder heart disorder/condition"), cardiac disorder ("blood disorder heart disorder/condition/high cholesterol and high ldl cholesterol"), nervous system disorder ("neurological conditions or problems"), visual impairment ("vision/eye problems"), eye disorder ("vision/eye problems"), back pain ("back pain"), abdominal pain lower ("lower abdominal pain"), abdominal distension ("my stomach looks like im 6 month pregnant"), peripheral swelling ("my legs are swollen"), contusion ("bruised"), menopause ("menopause"), tinnitus ("ear ringing"), sleep apnoea syndrome ("sleep about an hour and 45 mins at a time"), hot flush ("vicious hot flashes"), musculoskeletal stiffness ("muscle stiffness"), nausea ("nausea"), mood swings ("mood swings") and cyst ("cyst") and was found to have weight increased ("weight gain/obesity"), hormone level abnormal ("hormonal changes"), breast cancer ("breast cancer"), blood parathyroid hormone increased ("high parathyroid") and uterine leiomyoma ("fibroids"). The patient was treated with acetylsalicylic acid (aspirin), acetylsalicylic acid;caffeine;salicylamide (excedrin), escitalopram oxalate (lexapro), estradiol (estrogen), ibuprofen, ibuprofen (motrin), meloxicam (mobic), ondansetron (zofran melt), sertraline hydrochloride (zoloft) and surgery (hysterectomy with bilateral salpingo-oopherectomy and robotic total laparoscopic hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device, device expulsion, antiphospholipid syndrome, alopecia, inflammation, weight increased, weight loss poor, dyspareunia, menstruation irregular, renal disorder, biliary colic, autoimmune disorder, pollakiuria, blood disorder, cardiac disorder, nervous system disorder, visual impairment, eye disorder, fatigue, back pain, hormone level abnormal, urinary tract infection, dysuria, breast cancer, abdominal distension, peripheral swelling, contusion, blood parathyroid hormone increased, menopause, tinnitus, sleep apnoea syndrome, hot flush, musculoskeletal stiffness, nausea, mood swings, cyst and uterine leiomyoma outcome was unknown and the pelvic pain, genital haemorrhage, abdominal pain, arthralgia, pain in extremity, menorrhagia, vaginal haemorrhage and abdominal pain lower had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, antiphospholipid syndrome, arthralgia, autoimmune disorder, back pain, biliary colic, blood disorder, blood parathyroid hormone increased, breast cancer, cardiac disorder, contusion, cyst, device expulsion, dyspareunia, dysuria, embedded device, eye disorder, fatigue, genital haemorrhage, hormone level abnormal, hot flush, inflammation, menopause, menorrhagia, menstruation irregular, mood swings, musculoskeletal stiffness, nausea, nervous system disorder, pain in extremity, pelvic pain, peripheral swelling, pollakiuria, rash, renal disorder, sleep apnoea syndrome, tinnitus, urinary tract infection, uterine leiomyoma, vaginal haemorrhage, visual impairment, weight increased and weight loss poor to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: unilateral occlusion (right tube occluded) other (please describe). One side was occluded and the other wasn't but cant remember which the results of the 1st confinnation test showed that one fallopian tube was patent. The results of my 2nd confirmation test done 6 omotns after the procedure showed total occlusion.; in october 2011: total bilateral occlusion. Ultrasound scan - on (B)(6) 2020: not provided. Concerning the injuries reported in this case, the following one/ones were reported via social media: issues with kidney and pain in gallbladder. Lot number: 721046 manufacture date: 2010-03, expiration date: 2013-03. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2021: pfs and social media received: events my stomach looks like I'm 6 month pregnant, my legs are swollen, bruised, high parathyroid, menopause, ear ringing, sleep about an hour and 45 mins at a time, vicious hot flashes, muscle stiffness, nausea, mood swings, cyst and fibroid added. Treatment drug added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('imbedded essure coil/displaced iud') and device expulsion ('malposition of essure device/migration of essure device location of device coil located in uterus') in an adult female patient who had essure (batch no. 721046) inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast cancer, fibromyalgia, antiphospholipid syndrome, paratubal cyst and follicular cyst of ovary. Hormones were tested and they claim they are fine. Concomitant products included ibuprofen. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia ("menorrhagia") and vaginal haemorrhage ("vaginal bleeding"). In 2011, the patient experienced genital haemorrhage ("abnormal bleeding"). In (B)(6) 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and pelvic pain ("stabbing pains down on right side"). In 2012, the patient experienced abdominal pain ("abdominal pain/pain in right side"), arthralgia ("hip pain") and pain in extremity ("foot pain / leg pain"). In (B)(6) 2013, the patient experienced alopecia ("hair loss") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced urinary tract infection ("recurrent uti"). In 2014, the patient experienced pollakiuria ("bladder or urinary problems or changes:frequent urination after intercourse") and dysuria ("bladder or urinary problems or changes: painful urination"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), antiphospholipid syndrome ("antiphospholipid syndrome/hughes syndrome"), inflammation ("inflammation throughout my body"), weight loss poor ("weight gain that no matter what she did she could not lose it"), dyspareunia ("sex was painful"), menstruation irregular ("irregular periods") with polymenorrhoea, renal disorder ("issues with kidney/kidney area"), biliary colic ("pain in gallbladder"), autoimmune disorder ("autoimmune disorder"), rash ("rashes or skin conditions"), blood disorder ("blood disorder heart disorder/condition"), cardiac disorder ("blood disorder heart disorder/condition"), nervous system disorder ("neurological conditions or problems"), visual impairment ("vision/eye problems"), eye disorder ("vision/eye problems"), back pain ("back pain") and abdominal pain lower ("lower abdominal pain") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with acetylsalicylic acid (aspirin), acetylsalicylic acid;caffeine;salicylamide (excedrin), escitalopram oxalate (lexapro), ibuprofen, ibuprofen (motrin) and surgery (hysterectomy with bilateral salpingo-oophorectomy and robotic total laparoscopic hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device, device expulsion, antiphospholipid syndrome, alopecia, inflammation, weight increased, weight loss poor, dyspareunia, menstruation irregular, renal disorder, biliary colic, autoimmune disorder, pollakiuria, blood disorder, cardiac disorder, nervous system disorder, visual impairment, eye disorder, fatigue, back pain, hormone level abnormal, urinary tract infection and dysuria outcome was unknown and the pelvic pain, genital haemorrhage, abdominal pain, arthralgia, pain in extremity, menorrhagia, vaginal haemorrhage and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, antiphospholipid syndrome, arthralgia, autoimmune disorder, back pain, biliary colic, blood disorder, cardiac disorder, device expulsion, dyspareunia, dysuria, embedded device, eye disorder, fatigue, genital haemorrhage, hormone level abnormal, inflammation, menorrhagia, menstruation irregular, nervous system disorder, pain in extremity, pelvic pain, pollakiuria, rash, renal disorder, urinary tract infection, vaginal haemorrhage, visual impairment, weight increased and weight loss poor to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: unilateral occlusion (right tube occluded) other (please describe) one side was occluded and the other wasn't but cant remember which the results of the 1st confirmation test showed that one fallopian tube was patent. The results of my 2nd confirmation test done 6 omotns after the procedure showed total occlusion.; in (B)(6) 2011: total bilateral occlusion. Ultrasound scan - on (B)(6) 2020: not provided. Concerning the injuries reported in this case, the following one/ones were reported via social media: issues with kidney and pain in gallbladder. Lot number: 721046 manufacture date: 2010-03 expiration date: 2013-03. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 2-nov-2020: pfs and mr received. Event urinary tract disorder updated to bladder or urinary problems or changes: painful urination. Event: bladder or urinary problems or changes-frequent urination after intercourse, lower abdominal pain, imbedded essure coil added. This is retention case. All relevant information from deletion (B)(4) transferred to this case. Reporter information added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('imbedded essure coil/displaced iud') and device expulsion ('malposition of essure device/migration of essure device location of device coil located in uterus') in an adult female patient who had essure (batch no. 721046) inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast cancer, fibromyalgia, antiphospholipid syndrome, paratubal cyst and follicular cyst of ovary. Hormones were tested and they claim they are fine. Concomitant products included ibuprofen. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia ("menorrhagia") and vaginal haemorrhage ("vaginal bleeding"). In 2011, the patient experienced genital haemorrhage ("abnormal bleeding"). In (B)(6) 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and pelvic pain ("stabbing pains down on right side"). In 2012, the patient experienced abdominal pain ("abdominal pain/pain in right side"), arthralgia ("hip pain") and pain in extremity ("foot pain / leg pain"). In (B)(6) 2013, the patient experienced alopecia ("hair loss") and fatigue ("fatigue"). In january 2014, the patient experienced urinary tract infection ("recurrent uti"). In 2014, the patient experienced pollakiuria ("bladder or urinary problems or changes:frequent urination after intercourse") and dysuria ("bladder or urinary problems or changes: painful urination"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), antiphospholipid syndrome ("antiphospholipid syndrome/hughes syndrome"), inflammation ("inflammation throughout my body"), weight loss poor ("weight gain that no matter what she did she could not lose it"), dyspareunia ("sex was painful"), menstruation irregular ("irregular periods") with polymenorrhoea, renal disorder ("issues with kidney/kidney area"), biliary colic ("pain in gallbladder"), autoimmune disorder ("autoimmune disorder"), rash ("rashes or skin conditions"), blood disorder ("blood disorder heart disorder/condition"), cardiac disorder ("blood disorder heart disorder/condition"), nervous system disorder ("neurological conditions or problems"), visual impairment ("vision/eye problems"), eye disorder ("vision/eye problems"), back pain ("back pain") and abdominal pain lower ("lower abdominal pain") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with acetylsalicylic acid (aspirin), acetylsalicylic acid;caffeine;salicylamide (excedrin), escitalopram oxalate (lexapro), ibuprofen, ibuprofen (motrin) and surgery (hysterectomy with bilateral salpingo-oopherectomy and robotic total laparoscopic hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device, device expulsion, antiphospholipid syndrome, alopecia, inflammation, weight increased, weight loss poor, dyspareunia, menstruation irregular, renal disorder, biliary colic, autoimmune disorder, pollakiuria, blood disorder, cardiac disorder, nervous system disorder, visual impairment, eye disorder, fatigue, back pain, hormone level abnormal, urinary tract infection and dysuria outcome was unknown and the pelvic pain, genital haemorrhage, abdominal pain, arthralgia, pain in extremity, menorrhagia, vaginal haemorrhage and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, antiphospholipid syndrome, arthralgia, autoimmune disorder, back pain, biliary colic, blood disorder, cardiac disorder, device expulsion, dyspareunia, dysuria, embedded device, eye disorder, fatigue, genital haemorrhage, hormone level abnormal, inflammation, menorrhagia, menstruation irregular, nervous system disorder, pain in extremity, pelvic pain, pollakiuria, rash, renal disorder, urinary tract infection, vaginal haemorrhage, visual impairment, weight increased and weight loss poor to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: unilateral occlusion (right tube occluded) other (please describe) one side was occluded and the other wasn't but cant remember which the results of the 1st confinnation test showed that one fallopian tube was patent. The results of my 2nd confirmation test done 6 omotns after the procedure showed total occlusion.; in (B)(6) 2011: total bilateral occlusion. Ultrasound scan - on (B)(6)2020: not provided. Concerning the injuries reported in this case, the following one/ones were reported via social media: issues with kidney and pain in gallbladder. Lot number: 721046 manufacture date: (B)(6) 2010 expiration date: 2013-03 concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : embedded device quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('imbedded essure coil/displaced iud') and device expulsion ('malposition of essure device/migration of essure device location of device coil located in uterus') in an adult female patient who had essure (batch no. 721046) inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast cancer, fibromyalgia, antiphospholipid syndrome, paratubal cyst and follicular cyst of ovary. Hormones were tested and they claim they are fine. Concomitant products included anastrozole since (B)(6) 2020, gabapentin since (B)(6) 2020 and ibuprofen. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia ("menorrhagia") and vaginal haemorrhage ("vaginal bleeding"). In 2011, the patient experienced genital haemorrhage ("abnormal bleeding"). In (B)(6) 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and pelvic pain ("stabbing pains down on right side"). In 2012, the patient experienced abdominal pain ("abdominal pain/pain in right side"), arthralgia ("hip pain") and pain in extremity ("foot pain / leg pain"). In (B)(6) 2013, the patient experienced alopecia ("hair loss") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced urinary tract infection ("recurrent uti"). In 2014, the patient experienced pollakiuria ("bladder or urinary problems or changes:frequent urination after intercourse") and dysuria ("bladder or urinary problems or changes: painful urination"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), antiphospholipid syndrome ("antiphospholipid syndrome/hughes syndrome"), inflammation ("inflammation throughout my body"), weight loss poor ("weight gain that no matter what she did she could not lose it"), dyspareunia ("sex was painful"), menstruation irregular ("irregular periods") with polymenorrhoea, renal disorder ("issues with kidney/kidney area"), biliary colic ("pain in gallbladder"), autoimmune disorder ("autoimmune disorder"), rash ("rashes or skin conditions"), blood disorder ("blood disorder heart disorder/condition"), cardiac disorder ("blood disorder heart disorder/condition"), nervous system disorder ("neurological conditions or problems"), visual impairment ("vision/eye problems"), eye disorder ("vision/eye problems"), back pain ("back pain") and abdominal pain lower ("lower abdominal pain") and was found to have weight increased ("weight gain"), hormone level abnormal ("hormonal changes") and breast cancer ("breast cancer"). The patient was treated with acetylsalicylic acid (aspirin), acetylsalicylic acid;caffeine;salicylamide (excedrin), escitalopram oxalate (lexapro), ibuprofen, ibuprofen (motrin) and surgery (hysterectomy with bilateral salpingo-oophorectomy and robotic total laparoscopic hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device, device expulsion, antiphospholipid syndrome, alopecia, inflammation, weight increased, weight loss poor, dyspareunia, menstruation irregular, renal disorder, biliary colic, autoimmune disorder, pollakiuria, blood disorder, cardiac disorder, nervous system disorder, visual impairment, eye disorder, fatigue, back pain, hormone level abnormal, urinary tract infection, dysuria and breast cancer outcome was unknown and the pelvic pain, genital haemorrhage, abdominal pain, arthralgia, pain in extremity, menorrhagia, vaginal haemorrhage and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, antiphospholipid syndrome, arthralgia, autoimmune disorder, back pain, biliary colic, blood disorder, breast cancer, cardiac disorder, device expulsion, dyspareunia, dysuria, embedded device, eye disorder, fatigue, genital haemorrhage, hormone level abnormal, inflammation, menorrhagia, menstruation irregular, nervous system disorder, pain in extremity, pelvic pain, pollakiuria, rash, renal disorder, urinary tract infection, vaginal haemorrhage, visual impairment, weight increased and weight loss poor to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: unilateral occlusion (right tube occluded) other (please describe) one side was occluded and the other wasn't but cant remember which the results of the 1st confirmation test showed that one fallopian tube was patent. The results of my 2nd confirmation test done 6 omotns after the procedure showed total occlusion.; in (B)(6) 2011: total bilateral occlusion. Ultrasound scan - on (B)(6) 2020: not provided. Concerning the injuries reported in this case, the following one/ones were reported via social media: issues with kidney and pain in gallbladder. Lot number: 721046 manufacture date: 2010-03 expiration date: 2013-03. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 3-feb-2021: mr received: new event breast cancer were added. New reporter were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('malposition of essure device/migration of essure device location of device coil located in uterus') in an adult female patient who had essure (batch no. 721046) inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast cancer, fibromyalgia, antiphospholipid syndrome and paratubal cyst. Concomitant products included ibuprofen. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia ("menorrhagia") and vaginal haemorrhage ("vaginal bleeding"). In 2011, the patient experienced genital haemorrhage ("abnormal bleeding"). In (B)(6) 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and pelvic pain ("stabbing pains down on right side"). In 2012, the patient experienced abdominal pain ("abdominal pain"), arthralgia ("hip pain") and pain in extremity ("foot pain / leg pain"). In (B)(6) 2013, the patient experienced alopecia ("hair loss") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced urinary tract infection ("recurrent uti"). In 2014, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced antiphospholipid syndrome ("antiphospholipid syndrome/hughes syndrome"), inflammation ("inflammation throughout my body"), weight loss poor ("weight gain that no matter what she did she could not lose it"), dyspareunia ("sex was painful"), menstruation irregular ("irregular periods") with polymenorrhoea, renal disorder ("issues with kidney/kidney area"), biliary colic ("pain in gallbladder"), autoimmune disorder ("autoimmune disorder"), rash ("rashes or skin conditions"), blood disorder ("blood disorder heart disorder/condition"), cardiac disorder ("blood disorder heart disorder/condition"), nervous system disorder ("neurological conditions or problems"), visual impairment ("vision/eye problems"), eye disorder ("vision/eye problems") and back pain ("back pain") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with acetylsalicylic acid (aspirin), acetylsalicylic acid;caffeine;salicylamide (excedrin), escitalopram oxalate (lexapro), ibuprofen, ibuprofen (motrin) and surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2020. At the time of the report, the device expulsion, antiphospholipid syndrome, alopecia, inflammation, weight increased, weight loss poor, dyspareunia, menstruation irregular, renal disorder, biliary colic, autoimmune disorder, bladder disorder, urinary tract disorder, blood disorder, cardiac disorder, nervous system disorder, visual impairment, eye disorder, fatigue, back pain, hormone level abnormal and urinary tract infection outcome was unknown and the pelvic pain, genital haemorrhage, abdominal pain, arthralgia, pain in extremity, menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, alopecia, antiphospholipid syndrome, arthralgia, autoimmune disorder, back pain, biliary colic, bladder disorder, blood disorder, cardiac disorder, device expulsion, dyspareunia, eye disorder, fatigue, genital haemorrhage, hormone level abnormal, inflammation, menorrhagia, menstruation irregular, nervous system disorder, pain in extremity, pelvic pain, rash, renal disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, visual impairment, weight increased and weight loss poor to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: unilateral occlusion (right tube occluded) other (please describe) one side was occluded and the other wasn't but cant remember which the results of the 1st confirmation test showed that one fallopian tube was patent. The results of my 2nd confirmation test done 6 months after the procedure showed total occlusion.; in (B)(6) 2011: total bilateral occlusion. Hormones were tested and they claim they are fine concerning the injuries reported in this case, the following one/ones were reported via social media: issues with kidney and pain in gallbladder. Lot number: 721046, manufacture date: 2010-03, expiration date: 2013-03. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 16-sep-2020: pfs and mr received: case become serious incident. Removal date was added. Previously added event: "essure micro-insert found in uterus" made medically significant and intervention required due to added removal surgery. New events: vaginal hemorrhage, menorrhagia, recurrent uti were added. Onset date of events: essure micro-insert found in uterus, abdominal pain, hip pain, leg pain, abnormal bleeding, bladder disorder, uti's were added. Severity and outcome of events: pelvic pain abdominal pain, hip pain, leg pain, menorrhagia, vaginal hemorrhage were added. Medical history, concomitant drugs, patient demographic was added. Lab data was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.